Event description:
The pt underwent a carotid stenting procedure. Experienced a stroke and is now in a long term care nursing facility. The compliant filed fails to provide any product identification infomation, other than the product name.